Event description:
While wearing the external equipment, the pt reportedly experienced no sound perception. The pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 2006, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device is to be scheduled.